Manufacturer narrative:
Serial#: (B)(4). Catalog#: pcb0000340. Expiration date: 06/28/2019. (B)(4). Device manufacture date: 06/28/2016. Device available for evaluation - yes, returned to manufacturer on 2/23/2017. Device returned to manufacturer - yes. Device evaluation: the complaint unit was received in the original folding carton. The cartridge component was observed correctly engaged into lower body of the device. The plunger component was observed in a fully advanced position. The plunger was gently pulled back and found properly locked. No damages are observed on the plunger push rod assembly. There is no assembly defect on the insertion device. Visual inspection at 10x microscope magnification was performed. Viscoelastic residues were detected on the cartridge tip. The reported plunger rod issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a completed UDI # is unknown as product serial number was not provided. Unknown if product was implanted and therefore, unknown if explanted. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was noticed that the injector forced the intraocular lens (iol) out rather than the usual slow delivery. There was patient involvement; however, no patient injury was reported. No additional information was provided to abbott medical optics.